Event description:
The facility representative contacted baxter on 22 june 2010 to report that an intermate that had a ruptured bladder. The event occurred during infusion. The total volume infused was 123ml. The bladder ruptured at the end of the infusion, around 5ml were remaining in the housing. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample has been requested, but has not yet been received at baxter. A follow-up medwatch report will be submitted if the sample is received at baxter for evaluation or if additional information becomes available.